Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code: mechanical (g04) - femur. The reported event was able to be confirmed by review of the medical records. Visual examination of the returned product identified signs of being implanted with scratches, nicks, and foreign material on the distal surface. Medical records and radiographs were provided and reviewed by a health care professional, which identified osteopenia, femoral loosening, osteolysis, and subsidence, as well as tibial radiolucency at the bone-cement interface without loosening. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 medical devices: articular surface fixed bearing constrained posterior stabilized (cps) right 10 mm height catalog#: 42522600710 lot#: 63998174. Unknown tibial tray catalog#: ni lot#: ni. Unknown tibial stem catalog#: ni lot#: ni. Palacos bone cement catalog#: 66022663 lot#: 89244678. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10 medical devices: articular surface fixed bearing constrained posterior stabilized (cps) right 10 mm height catalog#: 42522600710 lot#: 63376326, unknown tibial tray catalog#: ni lot#: ni, unknown bone cement catalog#: ni lot#: ni, g2 foreign source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee revision approximately 4 years post-implantation due to femoral loosening.